Event description:
The service report shows that while inspecting the ventilator for a non-related issue, the mallinckrodt customer support engineer (cse) found no audible alarm. The cse inspected the device and replaced the audible alarm assembly. The unit passed extended self testing. There was no pt involvement with this incident. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.